Event description:
Procedure: thoracic. According to the reporter: the customer reports that while putting the clip on one branch of the pulmonary artery, the clip could not hold tight. This happened twice. Last attempt: section of the artery wall, which led to a thoracotomy. It is unk if reinforcement material was used.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.